Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device had system failure; force sensor failure¿ was confirmed. During review of event log ¿force sensor test¿ was displayed. The probable cause was the force sensor cable was pinched and cracked during visual inspection. The force sensor replaced. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the device had system failure "force sensor failure"¿; during device evaluation it was found the force sensor cable was pinched and cracking. The event occurred during testing.